Event description:
It was reported that the patient experienced inadequate stimulation from the lead of the spinal cord stimulator (scs) system due to migration and was scheduled for a lead replacement procedure. Prior to the procedure, the patient stated that they began to experience difficulty charging of the implantable pulse generator (ipg), and was not able to connect to the clinician programmer, therefore, the physician decided to replace the ipg during the lead revision procedure. During the procedure an x-ray was taken and it confirmed that the lead had migrated to the thoracic level from the cervical levels. The procedure was completed successfully and the patient is doing well post operatively.

Manufacturer narrative:
Additional suspect medical device component involved in the event brand name: wavewriter alpha, upn: m365sc12320, model: sc-1232, serial: (B)(6), batch: 541256.

Event description:
It was reported that the patient experienced inadequate stimulation from the lead of the spinal cord stimulator (scs) system due to migration and was scheduled for a lead replacement procedure. Prior to the procedure, the patient stated that they began to experience difficulty charging of the implantable pulse generator (ipg), the physician decided to replace the ipg during the lead revision procedure. During the procedure an x-ray was taken and it confirmed that the lead had migrated to the thoracic level from the cervical levels. The procedure was completed successfully and the patient is doing well post operatively.

Manufacturer narrative:
Additional suspect medical device component involved in the event: brand name: wavewriter alpha, upn: m365sc12320, model: sc-1232, serial: (B)(6). Sc-2408-74; (B)(6): the device was returned, analyzed, passed all tests performed, and exhibited normal device characteristics. Sc-1232; (B)(6): the device was returned, analyzed, passed all tests performed, and exhibited normal device characteristics. A labeling review was performed on the devices' instructions for use, IFU. There was no evidence that the device was used in a manner inconsistent with the labeled indications. Sc-2408-74; (B)(6): it states undesirable stimulation may occur over time due to cellular changes in tissue around the electrodes, changes in electrode position, loose electrical connections and/or lead failure and lead migration, resulting in undesirable changes in stimulation and subsequent reduction in pain are known risks of implanting a pulse generator as part of a system to deliver scs. Sc-1232; (B)(6): it states the charging distance between the charger and the ipg is between 0.5 to 2 cm. Centering the charger over the stimulator ensures the shortest charging time. In addition, a review of the charger handbook states to make sure the charger is well ventilated and centered over the stimulator. If you accidentally locate the patch in the wrong place, or if the charger belt moves out of alignment, the charger will start beeping. Use a new adhesive patch or readjust the belt to place the charger back into position. Do not confuse the end of charge signal a distinct double beep with the steady, continuous misalignment signal. Based on all available information, engineers are able to confirm the root cause of the event. The devices were returned, as such physical analysis was conducted, record review revealed no additional information related to the complaint. Therefore, this investigation is able to determine a probable root cause for the complaint and the conclusion is cause traced to known inherent risk of the device for the lead, and failure to follow instructions for the ipg.